Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: visited and found ventilator showing self test failed and technical event 232056 and 232035. No patient involvement.